Event description:
It was reported that one day post xact stent implantation in the right internal carotid artery, the patient experienced some slurring of speech. On (B)(6) 2011, the patient experienced two 15 minute episodes of left arm weakness and clumsiness and was hospitalized tests revealed a possible subacute infarction. There were no additional events and the patient was discharged home after the symptoms completely resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of transient ischemic attack (tia), neurological event and weakness are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.